Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular (lv) lead exhibited high pacing impedance. The lv lead was reprogrammed. The patient was in stable condition.